Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed software error detected and the audio alerts were very high. The customer's blood glucose level was unknown at the time fo the incident. The customer reported the volume alerts were very high when the volume was set to 1. They tried setting the volume to 5 and to 1 but the alert volume was still very high. During the self test the software error detected alarm occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was returned for vibrate anomaly and software error found on (B)(6) 2020. Thus, and carelink software was utilized and downloaded trace/history files properly. Unit passed displacement test. Adjusted the audio and vibrate options volume 1-5 and audio tone adjusts properly however, vibrate tone is not heard. No vibrating noise noted during self-test. No hardware low level failure alarms noted in the device history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the chip. However, device was cut open to perform visual inspection and found no evidence of moisture damage on the harness assembly vibrator. Test p-cap / reservoir locks properly into place, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, damaged display window cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads cracked, broken belt clip rails, serial number label missing, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, and corroded battery tube. Audio/vibrate anomaly not confirmed. Hardware low level failure not confirmed during testing nor in the device history. Missing retainer ring confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.